Event description:
The patient reported that the device ¿went off¿ and the patient had chest pains and shallow breathing. The patient went to the emergency room (ER) and understood that the electrocardiogram at the ER was ¿way off¿ when compared to a previous one done in clinic. Follow up information with the patient¿s doctor indicated that the patient¿s complaint when going to the ER was that they thought the device was displaced. An x-ray was ordered and confirmed that the device/leads had not moved. The patient did not want to wait for a device interrogation and left the ER. The patient had a scheduled follow up visit with the doctor a few weeks later, but declined the appointment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).